Event description:
It was reported this patient with trcheobronchial carcinoma underwent tracheobronchial stent placement in 2000. Approximately one year and four months later (in 2001), the patient was seen for a routine examination by the physician. The pt did not present with symptoms. An endoscopic examination revealed the stent had fractured. The stent was removed and another stent was placed at same time. There was no injury or complication reported for this patient. The device has not been received by this MFR. Therefore, no failure analysis is available and the company is unable to determine the cause for this event. Upon receipt and completion of the device evaluation, a supplement will be forwarded at that time.